Manufacturer narrative:
Zimmerbiomet complaint number (B)(4) the reported device was returned for investigation. Visual evaluation of the returned product identified signs of usage and bone debris on the external threads but no significant damage was identified. The product matched print specification when measured against the print specifications. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The reported device was located on tooth #15 and was used for approximately 2 months. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. The sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed after 2 months due to pain. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined. The following sections have been updated: d4: expiration date, UDI h3: device evaluated by manufacturer: change ¿no' to 'yes' h4: device manufacture date h6: evaluation codes h10: additional narrative.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
The following sections have been corrected: d9: device available for evaluation change ¿no' to 'yes'

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant was removed after 2 months due to pain.